Event description:
During an in clinic follow up, a loss of sensing and loss of capture were noted on the right atrial (ra) lead. Diagnostic imaging was performed and a dislodgement was noted. Reprogramming was performed and a lead revision is anticipated but has not been performed. The patient was stable and will continue to be monitored.